Event description:
During an attempted angioplasty, the guide wire could not be completely removed and intravascular ultrasound revealed that a portion of the guide wire was retained in the ascending aorta. The pt was brought emergently to operating room for wire retrieval and coronary revascularization.